Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with burning, light sensitivity, and shadows in both eyes approximately one week post photo refractive keratectomy. The patient was to have corneal erosion. The patient's physical health is doing well. The patient was seen in follow up and the patient refused to use the bandage contact lens. The patient took the lens out after two days of treatment against medical advice. The patient started sodium chloride hypertonicity ophthalmic solution. Additional information received states the patient has not been seen in follow up but has a scheduled appointment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.